Event description:
Patient received 5fu 4600 mg (92 ml + 7ml overfill for tubing) connected to curlin 6000 5fu home ambulatory infusion pump at 1046 on (B)(6) 2018. Bag to infuse over 46 hours at 2.0 ml/hr. On (B)(6), rn noted "writer confirmed that medication from home infusion pump completely infused. Total volume 92 ml infused. No drug remaining. Patient reports that pump started beeping around 0515 this morning. "I didn't call anybody. My wife and I were just pushing buttons. I was too tired and didn't feel like calling anyone. I could have come in earlier but just decided to sleep a little later and come in at my scheduled time." 5fu bag completely empty. Pump reading "up occlusion, open clamp".